Manufacturer narrative:
H3: the ratcheting handle was returned to the manufacturer for analysis. Analysis found that the ratchet mechanism had broken and s eparated on the returned handle. Otherwise, the tool retention mechanism was intact and functional. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Multiple fdd/annex a codes were reported. A05 was coded for the ratcheting handle failure. A0506 was coded for the ratchet getting s tuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the small straight ratcheting handle required replacement. It "ratched without function." It was suspected that it was not possible to use the ratch from the handle. The ratchet function would not be working. It would get stuck and only rotate together with the handle. There was no patient involvement.